Event description:
It was reported that the patient received inappropriate therapy, due to noise on the atrial and ventricular leads. Low impedance was noted. The system was replaced.

Manufacturer narrative:
No medwatch form was received.